Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: one set of whole blood bags with a leukoreduction filter with bypass line was returned for evaluation. The one way valve was removed from the returned set and connected to the same location of an unused set of the same lot number. With a simulated filtration test it was confirmed that water did not pass through the valve. Upon magnified visual inspection, the slit was observed in the built-in valve. No abnormalities were observed. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Three retention samples from this lot were tested for flow and no issues were noted with the samples. The valve assembly is purchased from a supplier. The valve was sent to the supplier for evaluation,they investigated their manufacturing record and the valve. The response provided by the supplier is that the valve of the returned set could prevent backflow properly and no abnormalities were observed. No abnormalities were observed in the appearance of the valve. Root cause: as per the investigation results, there was no occurrence of equipment problem or any other issues in production and no abnormalities were observed in the retained samples. A definitive root cause for the observed blood going through the one-way valve during blood filtration remains undetermined at this time. Possible causes that include but are not limited to: 1. The cliktip of the whole blood bag is not fully broken and it prevents blood from flowing. 2. There is aggregation in blood, contained in the whole blood bag and it prevents blood from flowing.

Event description:
Wbc count is not available from the customer. Donor unit #: (B)(6).

Manufacturer narrative:
Stn # bn 880217 terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported a unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line during filtration, resulting in possible white blood cell (wbc) contamination. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4) count is not available at this time.